Event description:
Report one of two received of "tubing split" during power injection. The patient required an abdominal CT scan status/post abdominal stab wound. The patient had a peripheral angiocatheter connected to a primary IV line of unspecified hydration solution. The tubing from the power injector was connected to the distal clave port of the primary line and was set to infuse 100cc of contrast at 150psi. After approximately 50cc had infused, the tubing set was reported to "swell and split" just distal to the clave port. There was reported bleed back but no significant blood loss. The IV tubing was replaced, and the scan was completed with no further contrast required. There were no reported adverse effects to the patient. Additional patient information was requested, but no further information was provided.